Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a load from a completed cycle. The worker did not seek medical attention and the symptoms resolved within twenty-four hours. The vaporizer plate was not in place when the event occurred and the chamber needed to be cleaned.

Manufacturer narrative:
The fse evaluated the unit. The fse cleaned the electrode and shelves. The fse also instructed the customer on how to remove and reinstall the vaporizer plate.